Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The lot number was not provided to perform device history record review. Failure analysis and determination of root cause is not possible due to the lack of information received to perform a complete investigation. Product has not been returned. The reported complaint is unconfirmed.

Event description:
A customer reported that on (B)(6) 2019, the 615178 micro biopsy fcps 5mm 32cm ¿broke off¿ in a male patient during an unspecified procedure. The device was not retrieved. The event lead to an unknown revision/medical intervention and an unknown increase to the surgery time. No patient injury or death was reported. Additional request for information has been sent.